Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Technical support guided the customer through inspecting and cleaning various pump components, such as the o-ring and pneumatic tap area, and assisted in filling a new cartridge. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump and reverted to an alternate method of insulin delivery.